Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and confirmed fracture. The ra lead was revised. It was also reported that the right ventricular (rv) lead exhibited intermittent non-capture, possible fracture and unstable thresholds after the revision of the ra lead. Both the ra and rv leads were then capped and replaced. No patient complications have been reported as a result of this event.